Manufacturer narrative:
Follow-up #1; date of submission: 12/03/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/13/2014 with the following findings:several inexplicable power-reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was cracked in the thread area, and the threads of the battery compartment and returned battery cap were stripped; these device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap, which was able to secure to the pump case per the IFU, was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the audio bolus button cover was observed to be torn; however, the button was properly responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.